Event description:
It is reported that during ulnar collateral repair of elbow, tip of drill bit fractured off. Not retrieved per doctor's judgment.

Manufacturer narrative:
(B)(4). Eval summary: the drill bit may have been subjected to bending loads during the time of surgery that resulted in drill bit breaking; however, based on info provided by medwatch for this incident, it is not possible to determine likely root cause. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported probe. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.